Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure mode was reproduced. Upon bootup, the console rebooted automatically and showed the ¿system self check failure¿ screen. The root cause of system self check failure was pbm contamination.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported during servicing, the automated impella controller displayed a system self-check failure and was removed from service. There was no report of patient involvement.